Event description:
Info received indicates the right siderail will not latch.

Manufacturer narrative:
The tech found that the siderail latch shoulder bolt was missing. He replaced the shoulder bolt to repair the stretcher.